Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was failing to sense or capture. The lead was explanted and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated as it was at end of life (eol). The crt-d was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.